Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: during use the tip of the device was found broken. The broken tip could not be found and might be still in the pt cavity. Another shears was used to complete the surgery. No tissue damage or bleeding was reported. No further pt details was reported.